Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6. H3 investigation summary: the product was returned to ethicon for evaluation. Two unopened samples were received for analysis. Product code sxpp1a433. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: -were there any unexpected outcomes or complications as a result of the prolonged surgery time? -was there any change in the patient¿s post-operative care due to the prolonged procedure? *there were no complications or change to post op care due to prolonged surgery. This is the first time the surgeon was using stratafix symmetric for a robotic myomectomy, 14 fibroids were removed. Sales rep did not notice any incorrect technique. Suture snapped. Switched to competitor product to finish closing uterus. No adverse patient consequences. Doctor wasn¿t too upset. Suture is breaking in the middle of the strand where the barbs are, after about 4-5 passes. Grasping with 2 robotic needle graspers.

Event description:
It was reported that a patient underwent a robotic on (B)(6) 2025 and barbed suture was used. The suture snapped while approximating tissue. There were no incorrect surgical techniques observed, and afterwards similar use of competitor product did not result in any broken strands. The procedure was delayed by thirty minutes. The procedure was completed successfully with no adverse consequences for the patient. Additional information was requested.